Event description:
It was reported that several weeks after implant, the patient presented to the emergency room with syncope and low heart rate. Interrogation showed the right ventricular lead had loss of capture at normal threshold. The lead integrity alert triggered. No dislodgement was noted, and higher parameters were programmed. During revision the physician was unable to place the lead with acceptable measurements, so the lead was removed and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.